Event description:
The dentist reported that his patient presented with bone loss and purulence, therefore the implant placed in tooth site #21 had to be removed.

Manufacturer narrative:
Upon visual inspection, it was found that the implant had general signs of usage and there was evidence of remnant bone on the implant. No other damage was noted on the implant. No anomalies or defects were observed. The review of the device history record did not provide any information to suggest a nonconformance with the component that would contribute to the reported event. A cause could not be determined.